Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented for an implant procedure. During implant, failure to capture was noted on left ventricular (lv) lead. The lead was not used, and a new one was implanted. The patient was in stable condition throughout the procedure.